Event description:
The customer reported: "that the tube had a leak in the pilot balloon that prevented the cuff from staying inflated. The trach was in use for approximately 3 days, and had to be replaced due to the leak. This was outside of the normal trach replacement schedule. The pt received another 8dct and is doing ok. The trach was installed (B)(6) 2013. The trach was pre-tested and inflated to 8-9 ml air using a stethoscope for assistance. The trach was not cleaned during this time. The pt does not have any anatomical anomalies".

Manufacturer narrative:
(B)(4). The sample is currently in transit to the manufacturing site for analysis.